Event description:
The suspect device showed some variation when multiple tests were performed. Inratio tests performed on first pt resulted in 2.4 and 1.2 (using a different strip lot). Inratio tests performed on second pt resulted in 1.2 and 2.4 no treatment was administered based on results of inr testing.

Event description:
The suspect device showed some variation when multiple tests were performed. Inratio tests perfomed on first patient resulted in 2.4 and 1.2 (using a different strip lot). Inratio tests perfomed on second patient resulted in 1.2 and 2.4 no treatment was administered based on results of inr testing.

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr is 1.8. The confidence limits for this mean are 1.3-2.7 the reported inr values from the complaint were 1.2 and 2.4 one value is consideed discrepant within the context of the documented variability ofr inr testing. Further testing required. The calculated mean of the inratio meter and comparative system nr is 1.8 the confidencelimits for this mean are 1.3- 2.7 the reported inr valuse from complaint were 1.2 and 2.4. One value is considered discrepant within the context of the documented variability for inr testing. Further testing is required.